Event description:
In (B)(6) 2025, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). A neurologist reported that on (B)(6) 2025 after the tubing placement, the patient experienced mild peritonitis then had increased abdominal pain during the night. A CT scan of the abdomen revealed free gas. A gastroenterologist stated the plate around the tube was not completely sealed and inflammatory markers increased sharply and was diagnosed with an abdominal infection. The patient was treated with unspecified antibiotics and discharge from the hospital was postponed. Additional information received on 25 sep 2025 in which the patient was doing better. The peritonitis had stabilized and the inflammation markers had plateaued. The antibiotics were continued due to the infection related to the stoma. The patient was also undergoing dressing changes.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis and pneumoperitoneum are known complications of a peg tube/ j-tube placement. Per the instructions for use (IFU): the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.